Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cubie did not open when the user tried to issue a medication. A technical support specialist (tss) confirmed that the transaction was logged as the medication was taken. The tss exited the application to use the tester application for the cubie. The cubie opened successfully when tested with the tester application, and the cubie lid opened as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cubie failed to open and unable to access the medication (morphine so4 20 mg/ml soln (15ml)). Customer stated that system had already timed out, so they could not attempt to use the retry button even if it had been available. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.